Event description:
Report received from the USA stating that the console displayed error code e8, indicating an unspecified issue with the device. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).